Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with penile pain. Cystoscopy identified distal erosion into the urethra on the contralateral side without additional symptoms or signs of infection. The device was explanted, and one cylinder of a malleable device was placed in the patient's right corpora. No device issues nor additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with penile pain. Cystoscopy identified erosion into the distal urethra without additional symptoms or signs of infection. The device was explanted. No device issues were reported, and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.